Event description:
During an elbow arthroscopy procedure utilizing the dyovac 2.5mm, (straight) suction punch, it was reported that the tip of the punch broke off inside of the patient. It was reported that the retrieval of the fragment exceeded one (1) hour. Backup device was available and the surgery was completed successfully. It was reported that the patient condition post procedure was satisfactory. (B)(4).

Manufacturer narrative:
Subject device was returned for evaluation in two (2) pieces. The failure mode of ¿broken tip¿ was confirmed. Visual assessment under a magnification of ten (10) determined that the device was broken at the laser weld. This type of failure is indicative of the device being subjected to torsional force. Instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per the evaluation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).